Manufacturer narrative:
(B)(4)

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. During preparation, it was noted there was air in the "y" adapter valve of the watchman laa closure device & delivery system. This was before introduction into the patient, so they exchanged it for another delivery system to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was received connected to the core wire undeployed in the wds. Blood was on the device as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The implant was deployed during analysis and measured. The implant was found to be consistent with the reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was performed by prepping the device. Water was pushed and pulled through the device valve with a connected syringe several times. No air bubbles were observed anywhere in the hub. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported air was in the delivery system. A left atrial appendage (laa) closure procedure was being performed. During preparation, it was noted there was air in the ¿y¿ adapter valve of the watchman ® laa closure device & delivery system. This was before introduction into the patient, so they exchanged it for another delivery system to successfully complete the procedure.